Event description:
Per the clinic, the patient experienced no benefit with the device. Subsequently, the device was explanted on (B)(6) 2024, and the patient was re-implanted with a percutaneous baha implant system during the same surgery.